Event description:
Information received by medtronic indicated that the reservoir has a leak but the customer was not sure if the leak was past first or second o ring. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was satisfied with it. The reservoir was discarded by the customer was was not used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.